Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. An analysis of the history shows the recorded temperature at the time of the self tests was as low as minus 6.4 degrees centigrade. This suggests the device was not being kept in an adequate location. The problem with the device was attributed to a fault in the membrane. It was concluded that the exposure of the device to very low temperatures was the root cause of the fault with the device membrane. The pad-pak was so depleted it had insufficient capacity to power on the device. The pad pak, which contain the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.